Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during robotic nephrectomy, the device broke at the beginning of the case and the suction device became stuck in the trocar. The seal of the trocar was also damaged. A new device and trocar was opened to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the device and internal components noted no abnormalities. Additionally, the valve was found to be opened. During functional evaluation, tactile inspection of the power switch confirmed that the switch was fully activated. The device was dismantled, and new batteries were connected to the device. The light emitting diode(led) turned on and the device was warming. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.